Event description:
It was reported that during a procedure to extract the non-abbott pacemaker lead from the subject which was originally placed in 2006, the lead was prepped and several extraction tools were used unsuccessfully in the difficult advancement attempt. It was noted the vessel occluded. A non-abbott sheath was used to advance the whisper guide wire; the patient's blood pressure declined after positioning 2 guide wires through the sheath. The patient coded and cardiopulmonary resuscitation (CPR) was administered. About 2 minutes later the subjects pulse was found and blood pressure began to rise. The subject was stabilized by the CT surgeon and blood was drawn from the pericardium. The subject was observed and no surgical intervention was performed as the bleeding had been stopped and the subject was stable. It was reported by hospital consensus that the perforation was caused by the guide wires and not from the extraction procedure or tools. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.